Event description:
The patient reported that she is requesting a new pump. She needs a replacement due to a malfunction. Unspecified malfunction. She normally gets two pumps but only one is malfunctioning. No further information reported. Unknown if she missed a dose. Unknown if she has the product on hand for return. Unknown if an adverse event occurred. Reported to (B)(6) by pt/caregiver.